Event description:
The procedure was aborted when the foot controller became inoperative during use. The pt returned the following day and the procedure was successfully completed. Post-op eval indicates the pt is doing well.